Manufacturer narrative:
UDI (di): (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported increased thresholds were observed during a post implant follow-up. The patient was scheduled for lead repositioning. The lead was explanted instead and replaced. The patient condition afterwards was good.